Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 12, but that it did not alarm audibly. Mmdg made multiple attempts to follow up with the initial reporter, but they were unsuccessful. They did not report any adverse effects to the patient. (B)(4).